Event description:
Patient to have bravo probe placed. Md attempted to release probe and pulled out insertion device but probe was still attached to insertion device - lot # 14265q (B)(4). Had to calibrate 2nd probe and when md went to deploy was able to visualize that it did not deploy. Md attempted to deploy 3 more times and had to use emergency release on the 2nd probe - lot# 14265q (B)(4).